Manufacturer narrative:
Pr#: (B)(4).

Event description:
The philips field svc engineer reported that while servicing the ventilator, the blower shuts down intermittently. There was no pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR receiving date: 02/06/2016. Conclusion / root cause: this power supply was tested and no errors were identified. This blower motor controller (bmc) was tested and no errors were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The philips field service engineer reported that while servicing the ventilator, the blower shuts down intermittently. There was no patient involvement.